Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulation felt different or it wasn't working at all. No falls were noted. An impedance check showed contacts 0-7 and 15 being greater than 10,000. The device was programmed on electrodes 8-14 but the issue was not resolved. No further complications were reported.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type lead, product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that ¿about 3 weeks ago¿ verifying (B)(6) 2020, he went to the(B)(6) clinic and it was determined that only 1 of the 2 leads was working. The patient reported that they did reprogramming but once the numbing stuff wore off it hurts more to have the ins on. The patient was implanted for cluster headaches. No further complications were reported.